Manufacturer narrative:
The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter: occupation is lay user/patient.

Event description:
There was an allegation of discrepant inr results for one patient tested with coaguchek inrange meter with serial number (B)(4). The patient performed repeated testing on her meter. The result from the meter at 1:47 pm was 5.8 inr. The repeat result from the meter after five minutes was 3.5 inr. The patient tested again after five minutes and the repeat result was 2.9 inr. The patient received an unspecified battery message after the third test. The patient's interval for testing is every two weeks. The therapeutic range is 2.0 to 3.0 inr.